Event description:
It was reported that during an unspecified surgical procedure, it was observed that the attachment device ¿fell in half while in use, into the patient¿. It was unknown to the reporter if there were any delays to the surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The patient outcome was unknown at the time of the report. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Follow-up information was received from the reporter. The reporter stated that there were no injuries reported. The reporter stated that the device was "used multiple times against the indications". All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was in separate pieces. Therefore, the reported condition was confirmed. The assignable root cause was determined to be a loctite failure over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.